Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that the patient faced high blood glucose level above 400 mg/dl four days ago. Therefore, the patient was hospitalised on (B)(6)2024 with blood glucose level of 589 mg/dl. During hospitalisation, the patient received intravenous insulin infusion. Currently, the blood glucose level of the patient was 321 mg/dl. No further information was available.